Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin (1 gram, after four days, and route was not reported) and ceftazidime (1 gram, daily night bag and route was not reported). Antibiotic treatment was ongoing. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.